Manufacturer narrative:
The device and electrode will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully, without complications. With the patient still sedated and the anesthetist present, ventricular fibrillation (vf) was induced. The device detected and delivered a 65 joule shock with a 13 second time to therapy. Post-shock pacing was provided for 30 seconds, with a subsequent return to normal sinus rhythm. After more than an hour from the end of the procedure, the patient had not recovered from sedation and was transferred to the coronary unit. The patient's condition worsened due to low cardiac output and the patient was transferred to the intensive care unit. The patient later died from electromechanical dissociation. The physician had no allegations against the implanted products and did not believe the death was related to the s-ICD system.